Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery printed circuit board. The covidien service engineer (se) inspected the device and updated the software to the current revision. The se performed extended self-testing on the device and all tests passed

Event description:
It was reported that, while in use on a patient an 840 ventilator generated a loss of communication error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.